Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: a review of the pump black box and alarm history showed cs 064 call service alarms had occurred. During investigation, the cs 064 was duplicated while attempting the rewind, load and prime sequence. Further testing was not able to be performed. The pump was opened and an internal motor failure was found.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.